Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received two motor errors from the insulin pump. The customer also reported that the insulin pump had a low battery alert and then shut down and after two minutes it gave a blank screen. They changed the battery again and the insulin pump was back and working. The customer¿s blood glucose level during the incident was 60mg/dl to 123 mg/dl. It was noted that the alarm history contained more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. No battery con anomaly noted. No unexpected low battery alarm or motor error alarm noted during testing. Unit was programmed and monitored for 3 days. No unexpected blank display noted the bolus wizard functioning properly per bolus wizard sample. No active insulin anomaly noted during testing. The motor was tested outside the device and passed. Unit had minor scratched display window, scratched case and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.